Event description:
Additional information was received. A revision procedure was performed. An additional pace/sense right ventricular lead was implanted. The pace/sense portion of this lead was surgically capped and abandoned. Defibrillation testing was performed successfully. The ventricular tachycardia was converted appropriately.

Manufacturer narrative:
As no return of product is intended, therefore this clinical allegation cannot be confirmed or denied. No further information is expected at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise and oversensing. As the patient had received inappropriate shock therapy, it was thought this was due to a lead fracture. Impedance measurements have increased since implant, but remain within acceptable range. Shock impedance measurements were within normal limits. Noise was only noted on the ventricular and not the shock channel. Isometric maneuvers reproduced the noise. The patient with this lead is not pacemaker dependant. A revision to implant another pace/sense lead is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When additional information is received, this event will be updated.